Event description:
Philips received a complaint on the efficia dfm100 indicating that there is a defibrillation energy output issue. The fse evaluated the device. The device needs a high voltage capacitor. The high voltage capacitor was replaced and now the device function checked normal. The device was returned to service. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.